Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the collision between the arm of the robot and the metal arm of the computer caused excessive torque in the joint 1 and in the joint 2 which triggered an error with the controller and the shutdown of the device. The user manual indicates how to avoid robot arm collisions. Indeed, the device is equipped with a vigilance device for monitoring the robot arm movements. The robot arm will only move if the user presses the pedal. This operating principle applies to all steps of the device use, including automatic motions and cooperative mode. As soon as the user releases the pedal, the robot arm movement is interrupted and the interface requires confirmation before resuming movement. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes.

Event description:
A field service engineer was present for a seeg case at stanford hospital. This complaint occurred before the case around 8 or 9 am (there was no patient involvement, no consequences and no delay to surgery). When setting up rosa, as the arm moved from the park position to the home position, it collided with the metal arm of the computer and caused a collision/shut down. Rosa was restarted.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer was present for a seeg case at (B)(6) hospital. This complaint occurred before the case around 8 or 9 am (there was no patient involvement, no consequences and no delay to surgery). When setting up rosa, as the arm moved from the park position to the home position, it collided with the metal arm of the computer and caused a collision/shut down. Rosa was restarted.